Manufacturer narrative:
No product returned for eval. Should new info become available, a follow up supplemental report will be submitted.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 16 and cartridge alarm 9) with one cartridge during the load process. Customer's blood glucose level was not impacted. Customer was able to load a new cartridge successfully.